Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, protruded/loose drive support disk, missing end cap sticker, and stripped battery cap coin slot.

Event description:
The customer reported that the insulin pump has cosmetic damage. The caller stated that there are cracks across the battery cap and a piece is missing. The blood glucose reading was 120mg/dl. The customer also stated that the drive support cap is sticking out. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.